Manufacturer narrative:
During the evaluation of the device, it was able to power on and remained on. The device could obtain readings and alarm alert conditions were functional when conditions were breached. The device passed the spo2 accuracy testing with no issues found.

Event description:
The customer reported that the device gave inconsistent readings. No impact or consequences to patient were reported.